Event description:
Home pt reports receiving system error 2240 alarm in dwell 5/5 during treatment on homechoice device. Home pt discontinued treatment and noted pinhole in back side of cassette body of homechoice set. Moisture was noted inside device door. Per home pt, no pt injury or medical intervention.